Manufacturer narrative:
Patient sample was returned for investigation. The investigation tested the patient sample with retention reagent lot number 162351 on an elecsys 2010 and cobas e601 instrument and the elevated high result was verified. It was determined an interfering substance was present in the sample; however, it could not be identified. As only a very amount of sample was available, dilution tests were performed and only a part of the interfering substance could be "diluted out". Product labeling contains information addressing limitations and interference. No adverse event was reported.

Event description:
The customer received questionable estradiol results for one patient when tested on an analytical e module, serial number (B)(4). The initial result was 6958 pmol/l (1893 pg/ml) when tested on the analytical e module. This result was reported outside the laboratory. The result did not fit the clinical picture of the patient. The result was unexpected for a post-menopausal woman so the doctor asked for a second estradiol test one week later. The same sample repeat result was <0.09 nmol/l (<24.48 pg/ml) when tested on an abbott analyzer. The date of testing was not specified. An additional estradiol result of 13007, tested (B)(6) 2011, was provided by the customer. It is unknown if this result was from the same sample, what analyzer was used and what units of measure were used. The patient was not harmed by any action taken.

Manufacturer narrative:
This event occurred in (B)(6).